Event description:
During a laparoscopic nissen procedure, the screw fell off the instrument into the cavity.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA. As disengaged component was not returned for evaluation exact cause for difficulty reported could not be reliably determined.